Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be performed because no serial number was provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump "beeped all night and didn't feed". Mmdg was not able to follow up with the initial reporter, they only stated that the pump alarmed repeatedly, which resulted in a delay of therapy. The initial reporter was also unable to advise if the patient was able to tolerate any other feeding methods. They also didn't state how long the delay the patient experienced was. (B)(4).